Event description:
It was reported that the ventilator will not operate on alternating current (ac) power. Patient involvement is unknown.

Manufacturer narrative:
There was no patent involvement at the time of the event occurred.

Event description:
It was reported that the ventilator will not operate on alternating current (ac) power. There was no patent involvement at the time of the event occurred.